Manufacturer narrative:
(B)(4). Medical product: partial tibial cemented size e left medial catalog # 42538000501 lot # 65286273 two (2) device ids were provided by the customer/reporter; of these, only one (1) was reported not to seat with mating with device. It is unknown which exact device encountered this issue, it is one of the following: item#: 42518200509, lot#: 65260716; item name: partial articular surface left medial size e 9 mm thickness manufacture date: jan 13, 2022 sterile expiry date: dec 12, 2026 UDI: (B)(4). 510k: k161592, pro code: hsx. Or item#: 42518200510, lot#: 64214804, serial#: partial articular surface left medial size e 10 mm thickness manufacture date: nov 9, 2018 sterile expiry date: oct 31, 2023 UDI: (B)(4). 510k: k161592, pro code: hsx. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that device was not seating with mating device. Attempts to obtain additional information have been made; however, no more is available.